Manufacturer narrative:
Date rec'd by MFR: 13aug2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse also found that the tidal volume was low and standby was disabled. The fse determined that all of these issues were due to a faulty flow sensor assembly. The fse replaced the flow sensor assembly and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported that the ventilator failed the oxygen flow accuracy test. There was no patient or user involvement.